Event description:
Doctor scoped pt and found poly debris. It was reported that pt had either broken insert during a fall or that insert was broken during another surgical procedure. Therefore, physician and director of risk management at hosp have ruled that this is not a reportable incident.

Manufacturer narrative:
Three contacts were made with user facility who has ruled that this is not a reportable incident. No other info is available per use facility.